Event description:
It was reported that the right ventricular lead was explanted and replaced due to low sensing and lead dislodgement. The lead dislodgement was confirmed by a chest x-ray. The lead was explanted and replaced. The patient was stable.